Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the insulin pump almost delivered the maximum bolus amount without the command having been programmed. The blood glucose reading was 137 mg/dl. The customer requested replacement of the insulin pump because he had recently received the scroll wrap voluntary recall notice. He reported that he was able to catch the insulin pump before it delivered insulin and change it back to the appropriate amount of insulin. He was advised of further protocol for exchanging the device. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.